Event description:
Procedure performed: right laparoscopic inguinal hernia repair. Event description: the rep was present for the case. The surgeon started the case with the tep approach. The surgeon cut down to the plane with assistance of s retractors. Once the surgeon reached the desired plane the surgeon inserted the balloon. The balloon was covered in surgical gel before inserting the trocar into the patient. The balloon was inserted at about a 30-40 degree angle. The surgeon then removed the introducer and inserted a 0 degree 10 mm scope. The surgeon then inflated the balloon. The surgeon pumped the inflation bulb rapidly for about 60 pumps but not all of these pumps were complete pumps. Before removing the balloon from the patient, the surgeon believed they saw a tear in the posterior sheath of the peritoneum. The surgeon introduced a trocar and was able to confirm the defect. The surgeon then switched briefly to a tapp approach and created a new incision to insert an additional trocar (the surgeon normally uses 3 trocars for this procedure but used 4 for this case as a result of the discovered defect). The surgeon used a 6in stratafix suture through this trocar to repair the defect. The surgeon then reinserted the trocars for the tep approach and completed the case. Product is available for return. Intervention: used tapp approach to repair the defect. Patient status: defect to posterior sheath of the peritoneum.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there is no indication of a product malfunction based on the event description. Based on input received from applied medical clinical subject matter experts, it is possible that the reported event was caused by incorrect placement or torquing of the unit. It is also possible that the device was placed in the incorrect plane. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: right laparoscopic inguinal hernia repair. Event description: the rep was present for the case. The surgeon started the case with the tep approach. The surgeon cut down to the plane with assistance of s retractors. Once the surgeon reached the desired plane the surgeon inserted the balloon. The balloon was covered in surgical gel before inserting the trocar into the patient. The balloon was inserted at about a 30-40 degree angle. The surgeon then removed the introducer and inserted a 0 degree 10 mm scope. The surgeon then inflated the balloon. The surgeon pumped the inflation bulb rapidly for about 60 pumps but not all of these pumps were complete pumps. Before removing the balloon from the patient, the surgeon believed they saw a tear in the posterior sheath of the peritoneum. The surgeon introduced a trocar and was able to confirm the defect. The surgeon then switched briefly to a tapp approach and created a new incision to insert an additional trocar (the surgeon normally uses 3 trocars for this procedure but used 4 for this case as a result of the discovered defect). The surgeon used a 6in stratafix suture through this trocar to repair the defect. The surgeon then reinserted the trocars for the tep approach and completed the case. Product is available for return. Intervention: used tapp approach to repair the defect. Patient status: defect to posterior sheath of the peritoneum.